Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer called to report her blood glucose reached 19.6 mmol/l (353 mg/dl) so she gave a bolus of 6 units of insulin. Thirty minutes later her bg was still reading 19.1 mmol/l (344 mg/l). She decided to remove the pod and then she noticed that the cannula was kinked.